Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the o2 sensor test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by replacing the o2 sensor. The safety valve membrane was cleaned and the nozzle units for the air & o2 gas modules were replaced. The defective o2 sensor was sent for further investigation. The device logs were not provided. Simulated use testing of the returned o2 sensor passed the performed pre-use check. No abnormal found during ventilation for 24 hours. Another pre-use check has been performed after the ventilation, and it failed with o2 cell/sensor test with error code o2 sensor o2 puc failed. Failure code o2 sensor o2 puc failed indicates that when o2 sensor is calibrated with air gas, the calibration parameters are outside its limits. It could be that the actual air gas is not within 21 ± 0.5% oxygen content or a failure in the o2-sensor. The o2 sensor is only a measuring device and the failure code will not affect ongoing ventilation. The root cause to the reported issue could not be established by this investigation.